Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted concurrently with a hysterectomy, due to uterine fibroids, sui and obesity. It was reported that patient underwent laser lysis of abdominal and pelvic adhesions, excision of sub urethral, excision of mesh and urethral dilation, due to left quadrant pain, voiding dysfunction, vaginal pain and eroded mesh on (B)(6) 2006. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.